Manufacturer narrative:
Device alarmed pump error 38 during the rewind due to corroded motor home switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received no motor movement or negligible movement alarm. Retried to free a stuck motor failed. Alarm occur during load reservoir. Customer unable to clear the alarm. Insulin pump got multiple alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.